Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(4). It was reported that when the veterinarian was using the catgut during a procedure, while trying to knot the thread it kept breaking. The animal (dog) kept bleeding while the veterinarian tried using another suture which also broke. To complete the procedure the veterinarian decided to use another brand. All med watch submissions related to this report are: 3003639970-2017-00333, 3003639970-2017-00334, 3003639970-2017-00335.